Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient was having some problems with diarrhea which was reported to have started the day prior to the call. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient as they have always had some sort of bowel discomfort since they could remember them.